Event description:
Newton af clinical study. It was reported following an ablation procedure completed with an intellanav stablepoint open-irrigated catheter on (B)(6) 2021. On (B)(6) 2021, the patient experienced left leg pain that was tender to touch. On (B)(6) 2021, an ultrasound was performed on the patient's leg, and the results were negative and the event was considered resolved.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.